Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: there were occlusion alarms observed in the black box; the force at the time of the occlusion was high. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring.